Manufacturer narrative:
Visual inspection completed. One opened bl5523w pack from lot # u9387 was returned. The tubing was wadded and tangled up inside the pack. The pack contains one 23ga vitrectomy cutter. The tip protector was in place, as it should be. The needle does not appear to be bent. The port window was in the opened position with debris visible in and around the port and on the outer needle shaft. There was dried solution and some fluid visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. Results of functional tests are pending. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2. See 1920664-2013-00229.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter would not cut at either 3000 cpm or 5000 cpm. The surgeon could feel the pulse of the cutter was not normal. The cutter was replaced and the surgery was completed with no further incident or impact to the patient.